Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
It was reported that the patient underwent unrelated surgical procedure and thereafter unable to connect to the scs ipg. Troubleshooting was attempted to no avail and ipg was possibly inoperable. Surgical intervention may be undertaken to address the issue.

Event description:
Additional information received identified that surgical intervention was undertaken wherein the scs ipg was explanted and replaced. Reportedly, therapy was restored post-operatively.